Manufacturer narrative:
Review of sterilization and manufacturing records indicate no abnormalities or non-conformance that would have contributed to this issue. All product accepted to stock were evaluated to be within specifications with all inspection and certification present and correct. Review of risk documentation shows that the rates are within those evaluated for probability of occurrence and fully mitigated within the corresponding risk assessment fmeas.

Event description:
It was communicated that a revision surgery was to be performed for a midline ii implantation that had originally been performed on (B)(6) 2016. The implantation included a midline ii-ti cage and 3 x stalif midline screws and additional posterior hardware from an alternative manufacturer. Follow-up imaging noted what appeared to be a reaction around the alternative manufacturer's titanium pedicle screws and to a lesser extent around the midline ii-ti and stalif midline screws. The revision surgery was confirmed and took place on (B)(6) 2017 to remove all titanium devices and replacing with peek only and allograft. The initial contact form was received on 10/10/2017 confirming that the reaction was potentially caused by an allergic reaction to the titanium. This has not yet been confirmed by an allergist. The revision surgery was completed successfully and the patient was reported to be doing well. This report is being submitted within 30 days of the completed revision surgery indicating the possibility of allergic reaction to titanium. This report is 2 of 4 for 1 midline ii-ti cage and 3 x stalif midline abo screws.